Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2007 and a gynecological mesh was implanted. The patient experienced unknown complications and the mesh was explanted on (B)(6) 2008. Additional information has been requested from the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).